Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 46 mg/dl. Customer's current blood glucose value was 131 mg/dl. Customer stated that they had an insulin pump error a couple of times since the blood glucose meter was not working right and they could not monitor their blood glucose and caused a low blood glucose. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.